Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer unintentionally initiated a load process and filled tubing with 30.2 units of insulin. Reportedly, the customer was uncertain when the pump had been disconnected and was unable to remember any further details regarding the event. The customer reported blood glucose level ranged from 93 (mg/dl) to the 300's (mg/dl). Reportedly, the customer did not resume insulin therapy until the morning of (B)(6) 2017. After reporting the event, the customer loaded a new cartridge successfully with tandem technical support. Tandem technical support educated the customer on the fill tubing process.